Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated from french to english: foreign body in the barrel - see photo foreign trace in the syringe. Syringe has not been used. Is it excess lubricant or oil? Incident occur: before use.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that syringe has a brownish discoloration on the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2340654. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.